Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test and the delivery accuracy test. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unit had minor scratched display window, missing end cap sticker, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer was hospitalized for diabetic ketoacidosis with a blood glucose level of around 300 mg/dl on (B)(6) 2017. The customer was hospitalized again on (B)(6) 2017 for a blood glucose level of 320 mg/dl. The caller stated that their insulin pump was old and had broken pieces. The customer experienced symptoms such as vomiting. The customer was treated with manual injection and IV fluids. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis. The customer did not troubleshoot and did not send the product back for analysis.